Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call placed to technical services on (B)(6) 2017 stating that impedance ceiling to 2500 ohms. The following physician was dr. (B)(6) at (B)(6) center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).